Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump gave them a bolus that was more than their maximum bolus amount. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. The customer stated that the pump over delivered insulin without their input. Troubleshooting was not completed. The customer stated that their health care professional had programmed their pump to not go over 22 units a day. The customer had a high of 378 mg/dl which they treated for with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No under/over delivery anomaly noted and passed the dat test at 0.08720 inches.